Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, the bd insyte¿ autoguard¿ shielded IV catheter was being advanced into a patient when a "pop" sound was heard, and the catheter got "stuck" in the patient's hand with the metal insertion tip still attached to the plastic sheath. The needle was retracted and the catheter pulled out, but the plastic sheath was "stuck" and difficult to remove. The following information was provided by the initial reporter: "rn was starting an IV for a patient in family birth center triage. As she advanced the IV catheter she heard a "pop" and the plastic angiocath "stuck" into the patient but the metal tip of the IV insertion device was still attached to the plastic sheath. The nurse retracted the needle and pulled out the angiocath. She reported that the plastic sheath was "stuck" and difficult to remove. This was with an 18-gauge bd insyte autoguard."

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one 18ga insyte autoguard inside an open package from lot number 9193575. The unit consisted of a fully retracted needle-barrel assembly and a catheter-adapter assembly. Through the visual examination, traces of blood were present in the catheter tubing. The wedge/tubing was received separated from the adapter. The wedge depth was found acceptable per specifications. The adapter was then sliced open and compared to a representative sample in the laboratory. The intention of this task was to inspect for signs of marks left out on the adapter (internally) by the wedge upon swaging it (by pressure). There were no marks visible, confirming swaging process was not completed properly. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that during use, the bd insyte¿ autoguard¿ shielded IV catheter was being advanced into a patient when a "pop" sound was heard, and the catheter got "stuck" in the patient's hand with the metal insertion tip still attached to the plastic sheath. The needle was retracted and the catheter pulled out, but the plastic sheath was "stuck" and difficult to remove. The following information was provided by the initial reporter: "rn was starting an IV for a patient in family birth center triage. As she advanced the IV catheter she heard a "pop" and the plastic angiocath "stuck" into the patient but the metal tip of the IV insertion device was still attached to the plastic sheath. The nurse retracted the needle and pulled out the angiocath. She reported that the plastic sheath was "stuck" and difficult to remove. This was with an 18-gauge bd insyte autoguard."

Manufacturer narrative:
Correction: additional information was received from the customer. The following fields have been updated: a.2. Age at time of event: 27. A.2. Age unit: year ( > = 3 years). A.2. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A.2. Date of birth: (B)(6) 1992. A.3. Sex: female. H3 other text : see section h.10.

Event description:
It was reported that during use, the bd insyte¿ autoguard¿ shielded IV catheter was being advanced into a patient when a "pop" sound was heard, and the catheter got "stuck" in the patient's hand with the metal insertion tip still attached to the plastic sheath. The needle was retracted and the catheter pulled out, but the plastic sheath was "stuck" and difficult to remove. The following information was provided by the initial reporter: "rn was starting an IV for a patient in family birth center triage. As she advanced the IV catheter she heard a "pop" and the plastic angiocath "stuck" into the patient but the metal tip of the IV insertion device was still attached to the plastic sheath. The nurse retracted the needle and pulled out the angiocath. She reported that the plastic sheath was "stuck" and difficult to remove. This was with an 18-gauge bd insyte autoguard."